Event description:
Updated summary: as per additional information received, the correct blood glucose value was 105 mg/dl and the sensor glucose value was 50 mg/dl so the difference between the glucose values was within the acceptable range. The insulin delivery was not suspended. And customer reported no adverse event. Hence event submitted under regulatory report (2032227-2025-281231) is not reportable.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in below sections with this report. B5 - updated the summary h6 - removed hecc - 1912 and removed heic - 2199 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, differences between sensor glucose and blood glucose values, also reported receiving a "calibration not accepted" alert. The customer reported blood glucose value of 50 mg/dl and sensor glucose value of 105 mg/dl at the time of the event. The event involved product(s) mmt-7040c1. Troubleshooting was performed and the differences between sensor glucose and blood glucose values was not within the target range. No further patient complications were reported. No product return required for mmt-7040c1.